Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 00855 was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken. Smart chip verification indicated the balloon catheter was not used. The balloon catheter passed the performance test; the electrical integrity and impedance were also within specification. In conclusion, the reported broken luer was confirmed through visual inspection. The balloon catheter failed the returned product inspection due to the broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the luer of the balloon catheter broke. This happened again to another balloon catheter. The balloon catheter was replaced again to resolve the issue. There was no patient involvement.